Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint regarding the lot number 10414691. According to the instruction for use sh4036 in section "intended use": the silicone prostatic catheters are intended to be used after prostatectomy or bladder surgery. With information available in the description it was noted that prostatic catheter was used for cervical dilation in the birth room which is a use not authorized.this is considered as a misuse. Checking quality database revealed no anomaly in connection with the described problem.

Event description:
According to the available information the balloon was placed on a patient for cervical dilation and inflated to 50cc by a nurse in the birth room. At 3:30 p.m., there was a call from the patient reporting a ¿pop¿ sound; the balloon had burst.

Manufacturer narrative:
The investigation is not yet complete. A follow -up report will be submitted on completion of the investigation.

Event description:
According to the available information the balloon was placed on a patient for cervical dilation and inflated to 50 cc by a nurse in the birth room. At 3:30 p.m., there was a call from the patient reporting a "pop" sound; the balloon had burst.